Event description:
During the procedure a cutting balloon was used first. Then the cutting balloon was exchanged for a balloon catheter. The balloon catheter was inflated to 10 atm, when the balloon ruptured. A perforation was observed and the pt experienced bradycardia. Several stents were implanted to treat the perforation. Reportedly, the pt was doing well.